Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00682, 3005168196-2016-00683. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and lantern delivery microcatheters (lantern). During the procedure, the physician deployed and detached three soft ruby coils into the aneurysm using the lantern. While repositioning the lantern and attempting to advance a new ruby coil through it, the physician experienced resistance and decided to try and push the ruby coil through; however, the ruby coil became stuck and there was a lot of the lantern outside of the body for the pusher assembly to get kinked in. Subsequently, the ruby coil unintentionally detached within the lantern. The physician pulled the detached ruby coil out of the lantern using forceps. Next, the physician deployed and detached a new ruby coil into the patient using a new lantern. While attempting to advance another new soft ruby coil through the lantern, the physician advanced the coil with most of the lantern outside of the body causing the ruby coil pusher assembly to kink and not be as straight as needed. Therefore, the ruby coil was removed and the procedure was completed using two new soft ruby coils and the second lantern. There was no report of an adverse effect to the patient.